Manufacturer narrative:
(B)(4): information not available, device not returned for analysis.should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon used the device. Multiple clips were malformed, either crisscrossed or not fully closed. It took two clip appliers to achieve six well-formed closed clips. Completed case with a second device, but many clips from both appliers were wasted. There were no adverse consequences for the patient.